Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received top of reservoir was broke. The customer's blood glucose was 230mg/dl at the time of incident. Customer stated that the white septum cover came off. Troubleshooting was not performed for cosmetic damage. The reservoir will be returned for analysis.

Manufacturer narrative:
Evaluated one open and used reservoir. Performed visual inspection and found snap-cap detached from reservoir¿s barrel and found snap-cap and septum attached to transfer guard.